Event description:
The patient was intubated with this endotracheal tube, but the anesthesiologist could not inflate the cuff on the endotracheal tube.manufacturer response for nim emg endotracheal tube, (brand not provided) (per site reporter).======================took description of problem, issued complaint ID# and provided a shipping label. (B)(4).